Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as 6000093-2007-02413. It was reported that post a coronary drug eluting stenting treatment procedure, myocardial infarction and death occurred. In 2007, the pt presented with unstable angina pectoris. Angiography revealed a 99% stenosed lesion located in the mildly calcified, non-tortuous, proximal left anterior descending (lad) artery and a 90% stenosed lesion located in the noncalcified, nontortuous, distal circumflex (cx) artery. The pt was prescribed panaldine due to upcoming des implantation. Five days later the physician direct stented a taxus express2 2.5x16mm drug eluting stent to the proximal lad at 12 atms. The stent was post dilated at 20 atms with a 2.5x12mm quantum maverick balloon. The physician then direct stented a taxus express2 2.5x16mm drug eluting stent to the distal cx at 8 atms. The stent was post dilated at 20 atms with a 2.5x12mm quantum maverick balloon. Timi iii flow was achieved. Post procedure angiography revealed that in the proximal lad there was a gap between the taxus stent and a previously placed non bsc stent. Panaldine and aspirin were prescribed post procedure. No pt complications were reported. The pt was discharged the following day. In three months later, the pt was admitted to the hospital due to melena and hematemesis. The pt was diagnosed with esophageal varices due to cirrhosis and extensive bleeding occurred as a result. An acute decrease in blood pressure occurred and the pt went into a severe state of shock. The ECG showed st segment abnormality. The pt died the following day. The official cause of death is myocardial infarction.